Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have a grip ring dislodged. The instrument was placed on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips did not open. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moves freely up and down grip the grip drive adapter. The instrument was found to have a missing grip ring screw inside of the housing. The screw that attaches to the grip ring is missing. As a result, the grips will not open and close. The screw was not found attached to the magnet inside the housing. The complaint was confirmed by failure analysis. The probable root cause of dislodged grip ring and missing grip ring screw is attributed to the manufacturing process.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument had a defective release. No known impact or patient consequence was reported.